Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.